Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) was repositioned due to migration. The device remains in service. No additional adverse patient effects were reported.